Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported that the retrieval string separated from the pessary during removal and the pessary remained inside her body. The consumer attempted to remove the device manually, however, these attempts were unsuccessful, and led to vaginal bleeding. The consumer sought medical assistance for removal of the product.